Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 07-jul-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014, for birth control. In or about (B)(6) 2014, she underwent the essure procedure. Sometime following the procedure, plaintiff began experiencing severe pain, irregular and heavy bleeding, severe and chronic cramping and other implant related complications. She also noticed a bump in her vulva. On or about (B)(6) 2015, while seeking treatment for the above-referenced complications, plaintiff discovered that she was pregnant. She subsequently gave birth in or around (B)(6) 2015. At that time, plaintiff also underwent a tubal ligation. In or around (B)(6) 2016, she underwent a full hysterectomy to remove the essure device because of continued complications as described above. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and following the procedure began experiencing severe pain (interpreted as pelvic pain) and irregular and heavy bleeding (interpreted as genital bleeding). Ten months after insertion, she discovered she was pregnant. She gave birth and had a tubal ligation. A full hysterectomy to remove essure was performed, one and a half year after its insertion. These events are listed in the reference safety information for essure. After essure insertion, pelvic pain and genital bleeding may occur. In the present case, limited information was provided. Consumers concomitant conditions and medical history were not mentioned. Given the nature of the events severe pain and irregular and heavy bleeding, positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. In this case, it was not reported whether a confirmation test was performed after insertion. Despite the limited information, since the pregnancy was diagnosed 10 months after insertion, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), pelvic pain ("severe pain/pain"), device expulsion ("migration of essure device location of device: uterus"), genital haemorrhage ("irregular and heavy bleeding") and pregnancy with contraceptive device ("pregnant/pregnancy(no complications)") in a 24-year-old female patient who had essure (batch no. C06618-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo for confirmation test" and device ineffective "device ineffective". The patient's past medical history included multigravida, parity 4 (B)(6) 2011, (B)(6) 2014, (B)(6) 2015, (B)(6) 2009, miscarriage, stillbirth nos in 2008, multigravida, parity 2 and early menarche. She denies her loss other specified complication of genitourinary prosthetic devices, implants and grafts, sequela. Concurrent conditions included pruritus cutaneous, backache, latex allergy, allergy to chemicals, food allergy, topical adhesive allergy, wound dehiscence, perineal pain, pain in extremity, mass, bacterial vaginosis, vaginitis, migraine since january 2016 and headache since january 2016. Concomitant products included eugynon (aviane) from 20-aug-2016 to 20-sep-2016 and ibuprofen since 2016. On (B)(6) 2014, the patient had essure inserted. In august 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, 9 months 12 days after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), mass ("bump in her vulva"), cystitis ("infection (bladder/urinary tract/vaginal)"), abdominal pain ("severe and chronic cramping"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), complication associated with device ("other implant related complications"), vulvovaginal pain ("vaginal pain") and perineal pain ("perineal pain"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (hyterectomy with bilateral salpingectomy), surgery (hyterectomy with bilateral salpingectomy) and surgery (hyterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. On (B)(6) 2015, the pregnancy with contraceptive device had resolved. At the time of the report, the device breakage, pelvic pain, device expulsion, genital haemorrhage, mass, cystitis, urinary tract infection, fatigue, abdominal pain, vaginal haemorrhage, menorrhagia, vaginal infection, dysmenorrhoea, dyspareunia, complication associated with device, vulvovaginal pain and perineal pain outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, complication associated with device, cystitis, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, mass, menorrhagia, pelvic pain, perineal pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on 19-jan-2016: anteverted uterus with normal dimensions . Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain, abdominal pain, dyspareunia, menorrhagia . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-oct-2018: plaintiff fact sheet received. Events added from pfs- vaginal pain, perineal pain. Concomitant disease and drug were added. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow-up information received on 05-aug-2016: quality-safety evaluation of ptc. The bayer reference number for the ptc report is: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported lack of efficacy cannot be totally excluded. However, a lack of efficacy is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and following the procedure began experiencing severe pain (interpreted as pelvic pain) and irregular and heavy bleeding (interpreted as genital bleeding). Ten months after insertion, she discovered she was pregnant. She gave birth and had a tubal ligation. A full hysterectomy to remove essure was performed, one and a half year after its insertion. These events are listed in the reference safety information for essure. After essure insertion, pelvic pain and genital bleeding may occur. In the present case, limited information was provided. Consumers concomitant conditions and medical history were not mentioned. Given the nature of the events severe pain and irregular and heavy bleeding, positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. In this case, it was not reported whether a confirmation test was performed after insertion. Despite the limited information, since the pregnancy was diagnosed 10 months after insertion, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain/pain"), genital haemorrhage ("irregular and heavy bleeding") and pregnancy with contraceptive device ("pregnant/pregnancy(no complications)") in a 24-year-old female patient who had essure (batch no. C06618) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not undergo for confirmation test". The patient's past medical history included multigravida and parity 4 ((B)(6) 2011, (B)(6) 2014, (B)(6) 2015, (B)(6) 2009). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, 9 months 12 days after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), mass ("bump in her vulva"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), abdominal pain ("severe and chronic cramping"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and complication associated with device ("other implant related complications"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. On (B)(6) 2015, the pregnancy with contraceptive device had resolved. At the time of the report, the pelvic pain, genital haemorrhage, mass, cystitis, urinary tract infection, fatigue, abdominal pain, vaginal haemorrhage, menorrhagia, vaginal infection, dysmenorrhoea and complication associated with device outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, complication associated with device, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, mass, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported lack of efficacy cannot be totally excluded. However, a lack of efficacy is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-feb-2018: new events added- abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue and did not undergo for confirmation test. Lot no added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), pelvic pain ("severe pain/pain"), genital haemorrhage ("irregular and heavy bleeding") and pregnancy with contraceptive device ("pregnant/pregnancy(no complications)") in a 24-year-old female patient who had essure (batch no. C06618) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo for confirmation test" and device ineffective "device ineffective". The patient's past medical history included multigravida, parity 4 ((B)(6) 2011, (B)(6) 2014, (B)(6) 2015, (B)(6) 2009), miscarriage, stillbirth nos in 2008, multigravida, parity 2 and early menarche. Concurrent conditions included pruritus cutaneous, backache, latex allergy, allergy to chemicals, food allergy, topical adhesive allergy, wound dehiscence and perineal pain. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and device expulsion ("migration of essure device location of device: uterus"). On (B)(6) 2015, 9 months 12 days after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), mass ("bump in her vulva"), cystitis ("infection (bladder/urinary tract/vaginal)"), abdominal pain ("severe and chronic cramping"), vaginal infection ("infection (bladder/urinary tract/vaginal)") and complication associated with device ("other implant related complications"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hyterectomy with bilateral salpingectomy) and surgery (hyterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. On (B)(6) 2015, the pregnancy with contraceptive device had resolved. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, mass, cystitis, urinary tract infection, fatigue, abdominal pain, vaginal haemorrhage, menorrhagia, vaginal infection, dysmenorrhoea, dyspareunia, complication associated with device and device expulsion outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, complication associated with device, cystitis, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, mass, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported lack of efficacy cannot be totally excluded. However, a lack of efficacy is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 11-jul-2018: pfs received, event added as :- migration of essure device location of device: uterus, device breakage. Essure legal manufacturer has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), pelvic pain ("severe pain/pain"), device expulsion ("migration of essure device location of device: uterus"), genital haemorrhage ("irregular and heavy bleeding") and pregnancy with contraceptive device ("pregnant/pregnancy(no complications)") in a 24-year-old female patient who had essure (batch no. C06618-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo for confirmation test" and device ineffective "device ineffective". The patient's past medical history included multigravida, parity 4 ((B)(6) 2011, (B)(6) 2014, (B)(6) 2015, (B)(6) 2009), miscarriage, stillbirth nos in 2008, multigravida, parity 2 and early menarche. Concurrent conditions included pruritus cutaneous, backache, latex allergy, allergy to chemicals, food allergy, topical adhesive allergy, wound dehiscence and perineal pain. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, 9 months 12 days after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), mass ("bump in her vulva"), cystitis ("infection (bladder/urinary tract/vaginal)"), abdominal pain ("severe and chronic cramping"), vaginal infection ("infection (bladder/urinary tract/vaginal)") and complication associated with device ("other implant related complications"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. On (B)(6) 2015, the pregnancy with contraceptive device had resolved. At the time of the report, the device breakage, pelvic pain, device expulsion, genital haemorrhage, mass, cystitis, urinary tract infection, fatigue, abdominal pain, vaginal haemorrhage, menorrhagia, vaginal infection, dysmenorrhoea, dyspareunia and complication associated with device outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, complication associated with device, cystitis, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, mass, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported lack of efficacy cannot be totally excluded. However, a lack of efficacy is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-aug-2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), pelvic pain ("severe pain/pain"), device expulsion ("migration of essure device location of device: uterus"), genital haemorrhage ("irregular and heavy bleeding") and pregnancy with contraceptive device ("pregnant/pregnancy(no complications)") in a 24-year-old female patient who had essure (batch no. C06618-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo for confirmation test" and device ineffective "device ineffective". The patient's past medical history included multigravida, parity 4 ((B)(6) 2011, (B)(6) 2014, (B)(6) 2015, (B)(6) 2009), miscarriage, stillbirth nos in 2008, multigravida, parity 2 and early menarche. Concurrent conditions included pruritus cutaneous, backache, latex allergy, allergy to chemicals, food allergy, topical adhesive allergy, wound dehiscence and perineal pain. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, 9 months 12 days after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), mass ("bump in her vulva"), cystitis ("infection (bladder/urinary tract/vaginal)"), abdominal pain ("severe and chronic cramping"), vaginal infection ("infection (bladder/urinary tract/vaginal)") and complication associated with device ("other implant related complications"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. On (B)(6)2015, the pregnancy with contraceptive device had resolved. At the time of the report, the device breakage, pelvic pain, device expulsion, genital haemorrhage, mass, cystitis, urinary tract infection, fatigue, abdominal pain, vaginal haemorrhage, menorrhagia, vaginal infection, dysmenorrhoea, dyspareunia and complication associated with device outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, complication associated with device, cystitis, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, mass, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
(B)(4).